Event description:
Caremount medical p.c. Had two more events of the bemis liner 1504rbm n leaking suctioned contents into the outer hard canister. This report is for the event on 4/5/22 lot 202605.

Manufacturer narrative:
This is the second occurrence reported to bemis for a 1500cc liner leak. There were two liners that leaked suctioned content into the outer canister. This report is capturing the information from the event on 4/5/2022 lot 202605. The other liner leaked on 3/31/22 and that lot number could not be confirmed. The liner lot size are 20,000 and are sold to many customers and this is the only complaint received. The source of the leak could not be identiited.